Event description:
The customer reported that after pipetting an hbc microwell plate on summit, the tech noticed that wells c4 and d4 were empty. No error was generated. No death or serious injury was associated with this incident.